Event description:
Surgeon reported failure of an n-spine system approximately 1 year after surgery and is considering revision to fusion.

Manufacturer narrative:
Part number and lot number, information was not provided during initial report. Additional information has been requested. Manufacturer can not be determined without a part number. Manufacturer date and 510k/PMA can not be determined without a part number and lot number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. A recall has been initiated on this device for an unrelated issue. Recall number can not be determined without a part number.